Event description:
It was reported that a 53-year old asian female patient underwent breast prosthesis implantation surgery with a 300cc mentor memorygel breast implant on the left breast and suffered left breast implant rupture, post-operatively. As a result, the patient underwent breast implant removal surgery on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 11, 2023, mentor received additional information indicating that the patient's implants were replaced bilaterally with the following: (right) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9819983 sn: (B)(6) and (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9805875 sn: (B)(6). On january 17, 2023, the mentor failure analysis lab received the device for evaluation. Mentor became aware that the correct suspect medical device was the right implant: 300cc mentor memorygel breast implant (catalog: 3503001bc lot: 5633804 sn: (B)(6)). The ruptured implant was the right implant. Lastly, the correct patient identifier was also provided. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On january 24, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 300cc breast implant had an area of shell abrasion on the posterior view. Additionally, a tear was observed within the shell abrasion measuring approximately 1.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. A second product was received (lot 5713648). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.